Event description:
The patient reported that the needle mechanism deployed the cannula but did not insert properly into the infusion and retracted back into the pod. The patient's blood glucose levels were 6 mmol/l (108 mg/dl). The pod was not worn, and no adverse patient impact was reported. The patient was able to activate a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.